Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger was not charging and they had rolling lights when they charged it. The patient mentioned they had already tried resetting the recharger but the issue was not resolved. The patient did not have the recharger with them during the call so troubleshooting was not performed. The patient stated they would call back to provide the recharger serial number. A replacement wireless recharger was requested to be sent out.